Event description:
It was reported that the patient presented with vegetation growing on the pulse generator system. The vegetation was suspected to have come from an abdominal wound infection. The patient was stable and there were no allegations that the device contributed towards the infection. The patient was placed on antibiotics and the device, right atrial and right ventricular leads were explanted. No further information was available.

Manufacturer narrative:
(B)(4).